Manufacturer narrative:
The device was received for evaluation with an alternating current (ac) power adapter but without a battery. Functional testing was performed using an in-house battery and the supplied power cord, and the reported issue was not reproduced. The pump was able to power on and run with no issues both on battery power and while plugged in. A review of the event history log revealed no messages related to the event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump shut off and displayed "improper shut down". This occurred during an infusion of fentanyl. There was no report of patient injury or medical intervention associated with this event. No additional information is available.